Event description:
A female pt (B)(6) received a peg tube placement 1.5 years ago. On (B)(6) 2011, a flexiflo 20 french gastrostomy tube was placed as replacement of previous gastrostomy tube. The next day, the physician saw an output of gastric contents and food through the gastrostomy tube. The pt suffered from skin cellulitis, requiring antibiotic treatment of augmentin. The device was removed on (B)(6) 2011, and discarded. A foley tube was placed to avoid further skin damage. The pt was unable to receive nutrition through the peg for one week as the physician was not available and the pt required transfer to the hospital for the replacement. The pt outcome after treatment was recovered.

Manufacturer narrative:
(B)(4) tube replacement. The device reported, list number 56548, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. If additional information/clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.